Event description:
It was observed that during the device evaluation, the flex video scope exhibited had a detached distal end. There was no patient involvement.

Manufacturer narrative:
The device was returned to olympus for inspection. A root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: <<include cause and conclusion>>. A review of the device history record found no deviations that could have caused or contributed to the reported issue. <<see DHR examples as applicable to the investigation results>>. <<if applicable, based on user error>> the event can be <<detected/prevented>> by following the instructions for use which state: <<details>>. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.